Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device had bolus delivery anomaly. Customer's blood glucose was 48 mg/dl and was treated with correction bolus. Customer had to change the site due to blood glucose being over 600 mg/dl. Customer declined troubleshooting for high and low blood glucose. Customer will not be returning the device for analysis.